Event description:
It was reported that the recharger is not working. They stated that it is fully charged but they is not able to charge the implanted neurostimulator and has been without therapy for 2 days.  Power button turning orange / can't charge ins. Agent walked patient through resetting the recharging device on and off the docking station. The issue was not resolved through troubleshooting.  Agent had the patient connect to dbs therapy app and confirm ins was turned off. An email was sent to the repair department to replace the device. Additional info received from patient that they received the recharger and charged but now today trying to get therapy turned on and cant. Patient states the handset is plugged in and only has 16% charge on it. Patient will call back for assistance on turning therapy on.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.